Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify motor error alarm and excessive no delivery alarm due to buttons not responding. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and no delivery alarm. Customer reported that insulin exits with the manual prime and insulin pump was working as designed. Customer reported that the drive support cap appears normal. Customer did not receive motor position encoder error alarm. Customer reported the insulin pump was not exposed to high magnetic field. Customer was able to complete rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.